Event description:
Reportedly, the subject programmer takes a long time to interrogate a device and then freezes.

Manufacturer narrative:
The reported behavior could not be reproduced during the expertise of the programmer.

Event description:
Reportedly, the subject programmer takes a long time to interrogate a device and then freezes.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject programmer takes a long time to interrogate a device and then freezes.